Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a reverse total shoulder arthroplasty. During the procedure, as the surgeon hammered the implant into the patient using the impactor, the impactor fractured at the threads and fell onto the floor. The implant was fully seated when the malfunction occurred, therefore no other product was required to complete the procedure. No patient impact was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The impactor is returned for evaluation. As returned the threaded portion of the strike plate is fractured and remained in the impactor body. The instrument showed signs of normal use. Hardness test was performed using and found to be conforming. Sem concluded that the threaded strike plate¿s fracture artifacts are consistent with a bending overload fracture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.